Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer experienced an elevated blood glucose level with diabetic ketoacidosis symptoms and was hospitalized due to the event. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.